Manufacturer narrative:
No pt information provided as no pt was involved in this concern. The medtronic representative reloaded the software for axiem and optical cranial and was not able to recreate the issues. Also the touch screen works properly. Software investigation on-going.

Event description:
Medtronic representative reported the site told her the stealthstation treon treatment guidance system is randomly freezing and running slow intermittently. The site uses stealthmerge for axiem and optical cranial. The site also alleged the touch screen was not working properly all the time. There was no pt present.